Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted solid and translucent material whose origin could not be identified and removed is partially clogging the hose nozzle. It can be confirmed a white substance is coming out of the nozzle. In addition, device inspection service noted the following findings: insertion part -distal end -biopsy channel -leak found. Insertion part -distal end -defective thread found. Insertion part ( a-rubber glue) -found separated. Insertion part -connecting tube has buckles and crease. Specified angle and orientation achieved failed. Evaluation findings showed and observed clogged nozzle due to foreign material white substance stuck in the nozzle. The customer reported flow issues on the a/w channel was confirmed and was found to be due to foreign material stuck in the hose nozzle affecting the a/w flow. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for inspection and repair with a description of air/water flow issues. The issue occurred during an unknown event. There was no patient harm, no user injury reported. Device evaluation, service repair noted, insufficient flow due to clogging of the nozzle hose ( a solid translucent material white substance) found to be coming out of the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed during inspection, but a presumable cause could not be further determined. The user can detect the event properly by handling device in accordance with the following instructions for use (IFU): ¿operation manual: preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. The IFU states on reprocessing of the a/w (air/water) nozzle and channel as below: ¿reprocessing manual: precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the a/w channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface: thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.